Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional three proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a calcified common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a endovascular aneurysm repair (evar) interventional procedure. Reportedly, a "cuff miss" was noted with the first device. A second device was attempted but same issue occurred. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Hemostasis was achieved via a cut down. Two more devices were planned to be used in the second groin; however, it was decided not use them anymore. The devices were tested outside the patient and not used in the patient. A "cuff miss" was noted on both devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.